Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the keypad buttons were unresponsive while she was attempting to cancel a bolus that was programmed without user intervention. The patient noted a hole in the audio bolus button several months ago, and on (B)(6) 2011, she noted a bolus being delivered that she had not programmed. While attempting to cancel the bolus, the keypad buttons would not respond. The patient stated that she rebooted the pump, and all keypad buttons remained unresponsive. She stated that she rebooted the pump a second time, and the keypad buttons responded normally. The patient denied any bg excursions as a result of the bolus, as her bg was reportedly already elevated. The patient confirmed that the keypad is intact; stated that she wears the pump underneath her clothing; and denied cleaning the pump. There was no reported patient impact associated with this complaint. The user stated that the audio bolus button was damaged. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. This complaint is being reported due to the allegation that the pump delivered a bolus that was not programmed by the patient, and that while attempting to cancel the bolus the other keypad buttons were unresponsive.

Manufacturer narrative:
(B)(4):the bolus button was found to be torn and contamination was observed around the bolus button. All keypad buttons and the bolus button were found to be reponding appropriately. The keypad was removed and no keypad button contact defects were found. The pump was primed and exercised without evidence of an unprogrammed bolus duplicated. Unrelated to the complaint, the pump label was found to be missing.